Manufacturer narrative:
Device was used for treatment, not diagnosis. . This report is for one (1) bab plastic 3/4inch 60s USA 381370056355 8137005635usc, 8137005635usc, lot number-1298b. UDI # is (B)(4). Upc = (B)(4). Expiration date= na. Lot number = 1298b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 9, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with bab plastic 3/4inch 60s USA 381370056355 8137005635usc. Consumer reported that she experienced rash where the adhesive was after applying the product on (B)(6) 2020 to cover a sore on her leg. Consumer the she is still experiencing some symptoms; the rash has almost cleared up but not quite. The consumer went to a dermatologist and was given an unspecified steroid cream to treat the rash.